Event description:
Heartware left ventricular assist device (lvad) presents with symptomatic anemia (7.5)and melena in the setting of 6 days of recent epistaxis (for which the patient did not seek medical attention); and in the setting of coumadin (international normalized ratio (inr) 2.1) and aspirin 325 mg. Epistaxis had resolved prior to the admission and ent intervention was not required. Hemoglobin continued to drop requiring transfusion of four units of blood. Endoscopic evaluation included an egd and colonoscopy which found a single dieulafoy lesion with active bleeding in the jejunum which was treated successfully with cautery. Heparin to coumadin bridging was completed. Aspirin resumed.